Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00152. Related manufacturer reference number: 1627487-2020-00154. It was reported that patient lost stimulation. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted. It is unknown which leads were auto reducing and both the thoracic and cervical leads are being reported.